Event description:
Caller reported a malfunction on pump, identified by code malf 12. There was no impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance with resetting the pump and confirmed that the malfunction code did not recur after resetting. Customer was advised to continue using pump and instructed to call back if issue recurs, which was acknowledged and understood by caller.